Event description:
It was reported that during a port placement procedure, the guidewire was allegedly bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded to a guidewire hoop was received for evaluation. Visual, microscopic and dimensional evaluations were performed. A bend was noted in the guidewire. The flat core wire was noted to have a complete break and protruding from a guidewire portion. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue and the identified material protrusion and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2024.